Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: (B)(6) implemented the use of b braun infusomat pumps hospital-wide. Since implementation at (B)(6), we have seen medications infuse outside of programmed rate (both too fast and too slow, despite 2 rns verifying). Boluses have resulted in a hypersensitivity reaction of a patient that was new to chemotherapy where they had to be administered rescue drugs (benadryl and solumedrol) to be able to breathe. Another patient was bolused with magnesium which resulted in a flushed feeling, shortness of breath and abdominal cramping. The pumps also read air in the line when there is no air in the line which is causing patients to get repetitive small boluses when channels are opened to "clear the line" or when nurses are pushing the bolus button per b braun representative recommendations. Since implementation in march, we have seen staff injuries from an increased amount of button pushing and delay in care/prolonged infusions related to increased time to program and troubleshoot. Many of our infusions a time sensitive in order to be effective for the patient and the medications are unable to infuse in an adequate time frame as a result of increased alarms. B braun tubing with the pumps have also been ineffective. We have seen bags dislodge from tubing from inadequate fit and an increase in holes in spiked bags because of how sharp the spike is. We have also seen microleaks in tubing and tubing sliced in putting it into the pump. All of these incidences resulted in chemotherapy spills which are toxic and patients not receiving their entire dose of medication. We have had to change defective tubing and we have had infusions that should last 30 minutes last 2.5 hours related to alarms from the pumps where patients have refused the remainder of their infusion. Both of these scenarios result in patients being undermedicated with their weight-based dose. Patients, management, nurses and doctors are complaining about these pumps. They are unsafe in our professional opinions and should be removed. We have escalated to upper management, but has not yet changed and we fear for our patients' safety. Start date: (B)(6) 2022. FDA safety report ID# (B)(4). "

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The pump was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint was not possible without a device for evaluation or the device logs. Therefore issues reported could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The pump was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint was not possible without a device for evaluation or the device logs. Therefore issue reported could not be confirmed.